Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that middle button of the pump has got stuck. Customer stated that there was no stuck button alarm but there was no response from any button. No harm requiring medical intervention was reported. The customer will discontinue use of the device and revert to backup plan per health care professional's instructions until the replacement pump arrives. The product will be returning for analysis.